Event description:
It was reported that the pump battery was depleting too quickly, requiring frequent charging, and there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The pump was already in the process of being replaced due to the reported error, and no further troubleshooting was completed.